Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the original order (B)(4) was submitted and appeared in cce, but for some reason it did not show up in pyxises. The pharmacist modified the original order and submitted a new order (B)(4), which also did not appear in pyxises. The pharmacist then discontinued the order and re-entered it from scratch as (B)(4), and that one displayed on the patient¿s profile. We were trying to determine why the original order did not cross over to the medstation. Other facilities reportedly faced the same issue, as noted in the case. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication order not showing up in station. A technical support specialist (tss) dialed into the server and ran a downtime query, which displayed about 300 available for processing messages. A query on es available for processing messages showed only one recent message. Tss restarted the bd external messaging service, external inbound communication and processors services, net.pipe listener service, net.tcp listener adapter, net.tcp port sharing service, and world wide web publishing service. Afterward, an inbound query was run to check the last received message and inbound message queue. No messages remained to be processed in the queue. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.